Event description:
On 7/25/95 pt was being prepared for hemodialysis treatment. When catheter was being flushed with heparin, venous adapter fell out. Pt lost small amount of blood. Adapter was replaced, appeared patent. Blood cultures were drawn & antibodies administered. On 7/27/95 post dialysis during heparin flush, adapter again fell out of venous side. Catheter removed by physician & not used after this event.